Manufacturer narrative:
(B)(4).

Event description:
It was reported that while interrogating the device patient information was not present and information was cleared. It is unknown if patient underwent any medical procedures. Device image was saved for further evaluation during the patient¿s next follow up visit. Patient was stable.